Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited loss of capture. Radiography confirmed that the rv lead had dislodged. The rv lead was subsequently explanted. No patient consequences were reported, and the patient remained stable throughout the procedure.